Event description:
Additional information was received from the company representative (rep) via the healthcare provider stating that the cause of the empty pump was not determined. The cause of the inability to aspirate the catheter was not determined during the revision. Catheter was ¿tightly wrapped¿ around cap chamber. Doctor unsure if connector pin was damaged. Requests analysis. Catheter aspirated after revision. Actions/interventions taken to resolve the event, included the doctor reducing daily dose to 182mcg, no information from provider on patient¿s spasticity.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from a health care provider (hcp) via a manufacturer representative (rep) indicated that the hcp replaced the pump and sutureless pump connector. The explanted pump had no fluid (medication) in the reservoir and 0.0 ml was removed. The rep stated that the hcp was unsure if the old 8785 was damaged and elected to replace with 8780 pump connector.

Manufacturer narrative:
Continuation of d10: product ID 8785 lot# hg4swl9 serial# implanted: (B)(6) 2022; explanted: (B)(6) 2024. Product type catheter; ubd: (B)(6) 2022; UDI: (B)(4) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID 8785 lot# hg4swl9 product type catheter product ID 8780 serial# (B)(6) implanted: (B)(6) 2015 product type catheter product ID 8781 serial# (B)(6) implanted: (B)(6) 2022 product type catheter medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Other medical products in use during the event include: brand name: ascenda, product ID: 8780 (serial: (B)(6), product type: 0184-catheter, implant date: (B)(6) 2015, brand name: ascenda. Product ID: 8781 (serial: (B)(6), product type: 0184-catheter, implant date: (B)(6) 2022. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider and the patient's family via a manufacturer representative regarding a patient receiving compounded baclofen (1000mcg/ml at 361.9mcg/day) via an implantable pump. The indications for use were unknown. It was reported that there was a return of patient symptoms. The patient's family stated that overall spasticity and trunk rotation was worse than at original implant. A dye study was attempted but they were unable to aspirate the catheter. Surgical intervention was planned on (B)(6) 2024 to resolve the issue. The issue was not resolved at the time of the report. It was noted that the hcp had no further information. The patient's weight and medical history were asked but unknown. The patient status at the time of the report was alive with no injury.